Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient's implant site suffered an impact. Subsequently the patient underwent revision surgery, under general anesthesia on (B)(6) 2016 to replace the abutment.